Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the pacemaker was exhibiting premature battery depletion the pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of longevity anomalies and premature discharge of battery was confirmed. The device was received with normal output and telemetry communication. Analysis of the device image indicated the device was approaching near elective-replacement voltage levels sooner than expected. The device current drain was normal. Battery destructive analysis and hybrid evaluation did not identify any anomalous that would account for the rapid battery depletion.